Manufacturer narrative:
H6: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).

Manufacturer narrative:
Patients information: unk. Explant date: na. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -16.50/+1.5/090 (sphere/cylinder/axis), into the patients left eye (os) on (B)(6) 2023. The reporter indicated the toric lens did not have positioning marks on the lens. The lens remained implanted because the patient did not have a problem with the lens. The cause of the event was due to the device.